Event description:
Healthcare professional reported left side rupture. Device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported "mammary prosthesis intact." Healthcare professional also reported ¿periprosthetic capsule with chronic histiocytic inflammation,¿ "2 solid nodules in cse and cie in the left breast of 1cm, suggesting fibroadenomas,¿ and ¿simple subcentimeter cysts.¿ the events of "2 solid nodules in cse and cie in the left breast of 1cm, suggesting fibroadenomas,¿ and ¿simple subcentimeter cysts" are not device related. Device has been explanted and replaced with non-allergan device.